Event description:
It was reported that the pt had undergone a right nephrostomy for obstruction followed by a ureteroscopy for an impacted right ureteral stone. Pt had an indwelling stent and nephrostomy tube, both to be removed. Upon removal of the indwelling stent, it was noticed that part of the upper coil was missing and left in the kidney. Repeated attempts were made to retrieve it but all failed.